Manufacturer narrative:
Pending evaluation.

Event description:
It was reported by the legal department that this female patient's ps knee was revised 5 years post op initial surgery. Revision was to change the patella and add a thicker insert.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty and then experienced a revision surgical procedure approximately 4 years, 8 months after initial implant for the tibial insert component. The patient experienced daily pain and discomfort in her right knee, which has limited her activities of daily living and impacted her qualify of life. Patient has suffered debilitating injuries and damages, including but not limited to, pain and discomfort; swelling; gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. Related: MFR#1038671-2024-02484 report 2 of 2. H11. Additional manufacturer narrative- additional information added. Report 1 of 2. D10. Concomitants: 200-02-32 - three peg patella 32mm, 1226926. 204-01-02 - ps cemented femoral sz 2, 8221698. 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t, 1200696. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Manufacturer narrative:
Additional information: a4, & b7 there is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6. Investigation -based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1, h6 MDR section codes updated/corrected: b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.